Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The endurant bifurcated stent graft was implanted below the lowest renal artery. An angiogram was performed showing a proximal type I endoleak. The endurant bifurcated stent graft was approximately 8-10 mm below the lowest renal (right). A 25x25x49 cuff was placed at the lowest renal (right) and was ballooned with a reliant balloon. The final angiogram showed no evidence of an endoleak. The physician stated the cause of the type ia endoleak was related to the patient's anatomy of the proximal neck was very angulated, approximately 60 degrees. No additional clinical sequelae were reported and the patient is fine.